Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. The cmp was not confirmed. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had left tha on an unknown date followed by a revision due to infection. During the revision a trochanteric fracture was found and a large plate and bolt were placed along with cerclage cables for fixation. An x-ray image was reviewed and not submitted to radiology as the timeframe does not align with the allegation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a left total hip arthroplasty on an unknown date. Subsequently, underwent a two stage revision due to infection. Stage I was completed on an unknown date and all implants were explanted and a spacer was implanted. On stage ii was performed and a trochanteric fracture was found and final components were placed along with a large plate, bolt, and cerclage cables for fixation.

Manufacturer narrative:
(B)(4). D10: unknown head, #item: unknown, #lot: unknown. Unknown cup, #item: unknown, #lot: unknown. Unknown liner, #item: unknown, #lot: unknown. Therapy date: unknown. G2: country report source: netherlands. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a left total hip arthroplasty. Based upon the limited information, the patient developed an infection and underwent a two-stage revision. A year later, a femoral spacer was explanted and the final implants were placed. During the procedure, a trochanteric fracture was noted and underwent placement of a claw and cerclage wires. Attempts have been made and additional information on the reported event is unavailable at this time.